Event description:
There was an allegation of questionable elecsys troponin t hs stat and elecsys hcg stat results from the cobas e 411 analyzer (rack system) for two patients. Patient 1's initial troponin t result at 21:27 was 60.95 pg/ml, accompanied by a data flag. The first repeat result at 21:46 was 36.45 pg/ml, accompanied by a data flag. The second repeat result at 22:12 was 36.07 pg/ml, accompanied by a data flag. Patient 2's initial hcg result was 1.33 miu/ml, accompanied by a data flag. The first repeat result was 161.8 miu/ml, accompanied by a data flag. The second repeat result was 165.8 miu/ml, accompanied by a data flag.

Manufacturer narrative:
The elecsys troponin t hs stat reagent lot number is 869586, and the expiration date is 31-aug-2026. The elecsys hcg stat reagent lot number is 869013, and the expiration date is 31-oct-2026. A field service engineer (fse) determined that the sample probe tubing was off the pulley and repaired it. The analyzer is working according to specifications after the service. The investigation determined that the service action resolved the issue.